Event description:
Approximately two months after treatment with bovine collagen, the patient developed an abscess with drainage at the treatment sites. The physician diagnosed a delayed hypersensitivity reaction and treated the patient with keflex, an oral antibiotic.